Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found in specification in relation to the customer reported issue which was not reproduced. The device was tested for downstream occlusion detection and was able to detect a downstream occlusion within the expected time. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at 21.91 pounds per square inch (psi) on medium setting. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.